Manufacturer narrative:
Due to character limitation in e1, event site event site details are below. Event site name - (B)(6). Event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that the cord reel of the doppler blood flowmeter of cardiosave intra-aortic balloon pump (iabp) was broken during an operation check. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
After further review it was determine that the issue was related to damage to the tether that connects the doppler. No impact to the pump to provide therapy or any clinical impacts to the patient. The initial report is incorrectly submitted. So, no follow up report is necessary, so please cancel in your database.